Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead. Serial#: unknown. Product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins). It was reported that the healthcare provider stated they had other patients that they couldn't scan or couldn't put the devices in MRI mode for various reasons. When technical services asked for specific information regarding those cases the caller was not able to provide any details and stated that they have had cases in which the leads were not plugged into a device correct so they couldn't scan and that the devices may not have been this manufacturer. No medical or therapy problem was associated. No out of box failure was reported. No symptoms were reported. No further allegations/complications were reported.